Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. The device was programmed with the current time and date and monitored for at least one week. The time and date are functioning properly with no delays noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had keypad anomaly and time clock anomaly. The customer¿s blood glucose level was 12.4 mmol/l. The customer reported that the down button clears the sound and other buttons were not responding same error appeared on the screen. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was asked verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.